Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the device and identified the following: the reported event related image issues was not confirmed, the auxiliary water channel port at distal end was clogged, metal contact pin of the s-connector was slightly worn and corroded, but it did not affect the image quality, the s-connector was worn and bumped, tight during angulation, angles insufficient, and bending cover deteriorated. In addition, the mode was set at peak although it's recommended to be at auto. It's suspected that the abnormal image was related to the light setting mode of the user's processor. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus during a diagnostic gastroscopy procedure, the image got dark when angulation was applied at the distal end. The customer reported no patient/user injury. The intended procedure was completed with a similar device and there was no procedural delay. The subject device was returned for repair. The olympus service center evaluated the device and identified the auxiliary water channel port at distal end was clogged and the device was not correctly reprocessed. This is a reportable event. The customer reported they cleaned the device after the angle problem was identified. The could not confirm if the dried body fluid and blood was from this patient's procedure (or a prior patient procedure). The customer stated they performed manual cleaning using an enzyme wash.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the material could not be identified, the issue likely occurred due to the following: a) since pre-cleaning was not performed immediately after the previous procedure, foreign material became difficult to remove from the auxiliary water channel, b) the auxiliary water channel was reprocessed insufficiently at the previous time, c) other than sterile water was used as auxiliary water, d) since the device was used for the previous/concerned procedure while the auxiliary water tube or auxiliary water inlet cap was not attached to the auxiliary water inlet, foreign material flowed back into the auxiliary water channel. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual: inspection of the endoscopic system: inspection of the auxiliary water feeding function: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Note that the luer port on the maj-855 includes a one-way valve to prevent backflow. Do not use the maj-855 without the luer port in place. Backflow of contaminated material may occur, and equipment damage or patient injury may result.¿ ¿operation manual: insertion: air/water feeding and suction: auxiliary water feeding: when the auxiliary water tube is not connected to the auxiliary water inlet, attach the auxiliary water inlet cap to the auxiliary water inlet and cover the auxiliary inlet. Otherwise, patient debris or fluids that flow backward may drip out of the auxiliary water inlet.¿ ¿reprocessing manual: precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ ¿reprocessing manual: precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.